Event description:
It was reported that the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr). The patient's implantable cardiac defibrillator (ICD) incorrectly interpreted the rhythm and delivered inappropriate anti-tachycardia pacing (atp) therapy. The patient received medication and was asymptomatic.